Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 718 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as inability to sleep, breathing issues, and sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller did not have a tubing clamp. The caller reported pump physical damage. The caller stated that the pump piston stopped then continued to move again after a second during a rewind. The insulin pump will be returned for analysis.